Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent response from act and up buttons, due to corroded keypad traces. No unexpected numbers were ramping or scrolling during testing. No moisture damage was noted on electronic assembly during visual inspection. The device was also received with minor scratches on the lcd window, a cracked case at display window corner, cracked reservoir tube lip, and a cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and numbers were scrolling through. Customer's blood glucose was not known. The customer was hiking when the alarm was received and the device may have been exposed to perspiration. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.